Event description:
An impella cp was placed via the femoral artery to support the 74-year-old female patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage a shock. The underlying history is known peripheral arterial disease. The medical team did not follow instructions for use (IFU) and remove the 14fr sheath, rather it is retained in the femoral. On day 7 of the support the team observe the leg to be ischemic. The team medically managed with heparin anticoagulation and use of a nitro patch. This did not resolve and no flow down the leg was seen. The team explanted the 14fr sheath and the pump and placed an axillary 5.5 impella pump. The team performed thrombectomy, but the foot remains mottled while on the 5.5 pump support. The patient is on vasopressors which may be contributing to the ischemia. Limb ischemia is a known risk associated with impella support as described in the instructions for use (IFU) and the team did not remove the 14fr sheath for a week, against IFU recommendations.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 health effect - impact code f12 was removed h6 medical device problem code a24 was updated to a23 section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
Product information has been updated. H6 health effect - impact code f12 is no longer applicable for this report.